Manufacturer narrative:
D4 & g4: product identifiers are unknown d.6a, d. 6b: year valid for implant/explant dates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via a regulatory body regarding a patient having spinal therapy. It was reported that the patient is reporting titanium screws from medtronic used during a spinal fusion surgery. The patient initially underwent a spinal fusion on 2022. On 2024, x-rays revealed two broken screws on the left side of the spine, and on 2024, two screws on the right side were found to be loose. All four screws were defective, failing to stabilize the spine, and the patient experienced severe left-sided back pain radiating down the sciatic nerve, along with left thigh pain, tingling, and numbness from the knee to the hip. To address this, the patient underwent a two-stage revision surgery on 2025, at hospital. The first stage involved an anterior approach, during which the large artery was moved to access the front of the spine, broken screw pieces were removed, and a longer, stronger titanium screw was placed to support the spine. The second stage, performed the following day, involved a posterior approach to remove remaining screw fragments and attach titanium screws to the pelvis at l4¿s1 and l5¿s1. There was unknown patient symptoms reported. There were no further complications reported regarding the event.